Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and high out of range defibrillation impedance was noted. No intervention was performed and the physician will continue to be monitored. The patient was in stable condition.